Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited both high thresholds and high impedance values. The read remains in use with plan in place for increased monitoring. No patient complications have been reported as a result of this event.